Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. The reporter alleged that the insulin on board (iob) was greater than 0 by the end of iob duration. This complaint is being reported because inaccurate insulin on board calculations could cause the user to improperly dose. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission 11/17/2016. The pump has been returned and evaluated by product analysis on 11/03/2016 with the following findings. Investigators were unable to duplicate the complaint; the pump information for the complaint date has been overwritten. Due to continuous use of the pump, the black box data, the bolus history and iob (insulin on board) duration settings for the event have been overwritten. The pump was returned with the iob duration set to 4.0 hours and the iob feature was enabled. A test was performed with 10 unit normal bolus and a iob duration period of 4.0 hours. Immediately after the bolus was performed, the pump correctly displayed the 10 units if iob in the status screen. After the 4.0hrs the iob status was 0.00u and this was accurately reflected in the iob status. The iob was found to be functioning properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).